Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the liberty cycler/liberty cycler set and the patient¿s peritonitis (characterized by abdominal pain with altered mental status) which warranted hospitalization, pd catheter (not a fresenius product) and transition to hd therapy. However, there is no documentation indicating the liberty cycler/liberty cycler set caused or contributed to the peritonitis event. The pt¿s peritonitis was most likely related to touch contamination, when the pt. Loosened the cap of her pd catheter, as indicated by the pd nurse.

Event description:
...

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a separate event it was reported a peritoneal dialysis patient visited the emergency room for not feeling well and feeling disoriented, labs were drawn. The lab results indicated the patient had peritonitis, the patient was hospitalized the following day. Additional follow up with the patients peritoneal dialysis nurse indicated the peritonitis was caused by the patient becoming disoriented and removing the cap from the catheter. The patients catheter has been removed and the patient has transitioned to hemodialysis. Additional information was solicited, but unavailable.